Event description:
Per the surgeon's report, the patient's device was explanted in 2008, due to "seb roica dermatitis." The patient was reimplanted with a new device on the contralateral side.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.